Event description:
This was entered in error as this was an issue with the left device only.

Manufacturer narrative:
B4 as this device was entered in error no complaint against this device.

Event description:
Bilateral suspected symptomatic rupture right.